Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump felt warm to the touch while the pump battery was charging. Additionally, it was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 222 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.